Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that at the end of (afib) atrial fibrillation cardiac ablation procedure with a qdot micro¿ catheter, the patient experienced blood pressure drop, pericardial effusion treated with pericardiocentesis. The report indicated that during an afib procedure, the patient's blood pressure dropped. The blood pressure drop was noticed on the anesthesia monitor. A pericardial effusion was diagnosed via intracardiac echocardiography (ice). A pericardiocentesis was performed. The patient has been moved to get a CT (computed tomography) scan and the medical team was unsure of the current patient status. The products used during the procedure were qdot micro¿ catheter, decanav¿ catheter f curve catheter, soundstar¿ 3-d ultrasound catheter, vizigo¿ bi-directional guiding sheath, octaray¿ mapping catheter d curve, and webster¿ quadrapolar cather. None of the products were available for return as they were discarded. No other details were available at this time.